Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9009508. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that connecta plus3 blue leaked. The following information was provided by the initial reporter: before the operation, the connecta was used for infusion, and it was found that the connecta was leaked and the infusion could not be performed, so it was replaced.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta plus3 blue leaked. The following information was provided by the initial reporter: before the operation, the connecta was used for infusion, and it was found that the connecta was leaked and the infusion could not be performed, so it was replaced.